Event description:
It was reported that pump experienced malfunction alarm with code malf 3 and could not be reset, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump with updated software.